Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone15.4. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient went to the emergency room (ER) with diabetic ketoacidosis (dka) during some time at the end of (B)(6) 2026; the patient did not recall the exact date. The patient's blood glucose (bg) levels reached 495 mg/dl. Despite multiple correction boluses, bg levels remained elevated. The patient noticed that the insulin was leaking from the pod. Symptoms reported include confusion and vomiting. The patient was treated with insulin injections and intravenous (IV) fluids. The patient does not recall the exact date of when they were discharged but reported that it was some time on the end of (B)(6) 2026. The pod was removed and discarded prior to the hospital.